Event description:
In 2009, the pt reported the up/down buttons on her insulin infusion device are not properly responding. She stated she thinks her insulin is not being accurately delivered because when she programs 5 units of insulin, she listens to the device sounds and it appears it only delivers 3 units. She said she programmed a bolus of 5 units this morning. To troubleshoot, the pt was instructed to check her device bolus history and she confirmed that 5 units were delivered. She said that 3 months ago she saw her doctor for elevated readings in the 400's mg/dl with her normal range being 120-140 mg/dl. He gave her some long term insulin to use in the morning to decrease her evening readings. She stated she last changed her adapter 2 months ago and was advised to change it every 10th cartridge change. She is also taking some new medications for her neuropathy for which she has adjusted her nightly basal rates. Product was replaced and requested to be returned for evaluation.